Manufacturer narrative:
The customer said an error message popped up on the cns after the she clicked ok the system rebooted itself. After the reboot, there was a patient window that had a yellow line that said alarm. It didn't specify which type of alarm. The patient was transferred to a different sector and the alarm did not follow the patient. The patient was transferred back and the alarm went away.

Event description:
The customer said an error message popped up on the cns and after the she clicked ok the system rebooted itself.